Event description:
Per the info provided to co by the physician's office, the device was removed as it was "not functioning as intended." As reported to co , the entire device was removed and replaced with another model prosthesis, produced by the same MFR.